Manufacturer narrative:
Updated: (date of birth), (date of death), report date, describe event or problem, brand name, (catalog number), date received by MFR, PMA #, type of reports, if follow -up, what type?, (eval result code), additional MFR narrative.

Event description:
It was reported that while a cs300 intra-aortic balloon pump was in use on a patient the iab ruptured. The balloon had been in the patient for 3 days when it ruptured and was removed immediately. The patient expired 4 days after the balloon was removed. The customer states the reported event was not related to the patient's death. A balloon complaint has been opened to investigate under mfg report number 2248146-2017-00575. The customer reported that there was no malfunction of the intra-aortic balloon pump.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not performed per company standard operating procedure since the serial number for this device was not reported. The customer reported that there was no malfunction of the intra-aortic balloon pump (iabp), therefore no further evaluations were performed. The customer did not provide any additional information in regards to the iabp console or serial number. The customer has also reported that the patient's death was not related to the balloon rupture or the iabp console. If additional information is received a supplemental report will be provided.

Event description:
An intra-aortic balloon (iab) ruptured in a patient on (B)(6) 2017. The balloon had been in the patient for 3 days. On the 3rd day, the balloon ruptured and was removed immediately. The patient expired several days after the balloon was removed. The customer states the reported event was not related to the patient's death. A balloon complaint has been opened to investigate under ((B)(4)) mfg report number 2248146-2017-00575. The customer reported that there was no malfunction of the intra-aortic balloon pump.